Event description:
Procedure: lap gastric bypass. It was reported to the company that the patient underwent a lap gastric bypass procedure in which the surgeon applied the reported device along with peri-strips. Then two days post-operative, a leak was discovered where the pouch was created. The patient was brought back to the or where the surgeon attempted to repair the leak. The patient did not recover and was placed on a ventilator. After 2 days, the patient was taken off the ventilator and expired.